Event description:
Customer reported experiencing alarm 2 followed by alarm 26, indicating recurring occlusion issues. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Further follow-up was requested for additional assistance.